Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the residual liquid or foreign material came out of the channel tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with no report of a malfunction. This did not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, residual liquid or foreign material came out of the channel tube. There was no patient involvement.